Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving an unknown drug via an implantable pump. The indications for use were non-malignant pain and failed back surgery syndrome. An infection was reported. The area of the infection was noted as the pocket. The patient¿s trunk area was red. Per the company representative the patient first had an infection in the pump pocket area sometime after implant in (B)(6) 2017 and apparently it had appeared to have cleared up and then came back recently. They were planning to explant the system today, (B)(6) 2017. The patient outcome was noted as treatment was ongoing. No further patient complications were reported.